Event description:
While the surgeon was attempting to turn the control knob, it broke off. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the knob broke due to misuse. It is believed that the cam shaft was jammed with hardend cement and that the knob was impacted/twisted to free-up the cam shaft.